Manufacturer narrative:
Evaluation and assessment of this case were based on log file analysis. The log indicates that the device successfully passed a system test at 4:46am and an additional leakage test at 3:07pm. The case in question was started at 3:23pm using man/spont with switchover to pressure control at 4:23pm. Just from the beginning as well as recurring during the whole procedure ¿ independent from the active ventilation mode ¿ significant circuit leaks were detected which repeatedly resulted in fresh gas deficit situations. Multiple apnea, fresh gas low or leakage, inspiratory tidal volume high and minute volume low alarms were given. At 7:21pm the unit was placed into standby. There was no indication for the potential presence of a device malfunction found. Especially the reported occurrence of a ventilator failure during the particular procedure could no be confirmed. This is substantiated by the fact that the device did not exhibit any deviation during on-site testing performed by a dräger service engineer in follow-up of the event. Dräger finally concludes that the ventilation was disturbed by a large leak in the pneumatic circuit outside the device. The workstation posted appropriate alarms to alert the user about the impairments in ventilation.

Event description:
It was reported that the unit displayed a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit displayed a ventilator failure during use. There was no injury reported.